Manufacturer narrative:
Insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08745 inches. Insulin pump received with cracked case at the reservoir tube lip, reservoir tube window and reservoir tube window corners. Unit received with minor scratched display window and case. Insulin pump received with stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received over delivering. Customer experienced a low blood glucose and the blood glucose value was 2.6 mmol/l. Customer also specified other relevant blood glucose value was 11.1 mmol/l and 4.3 mmol/l. Customer was alleging the insulin pump for over delivering because of the low blood glucose. The insulin pump will return for the analysis.